Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving gablofen 500mcg/ml at 145 mcg/day via an implantable pump for intractable spasticity. The patient's medical history included a brain injury and a double leg amputation. On (B)(6) 2015, the patient had a seizure and was on a ventilator. It was noted the patient had just had a dose increase. The pump was read and the logs did not show anything that would indicate a problem. The pump still had 25cc of drug. It was unknown if the pump system was the cause of the patient's issues. No interventions/actions or surgical intervention had been taken as of (B)(6) 2015. The next step was to reduce the patient's dose back to where it was on (B)(6) 2015 before he had a dose increase. The patient's status was reported as "alive - no injury". Additional information has been requested regarding the cause of the event, diagnostics and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.